Manufacturer narrative:
On 10/9/07, our written request was delivered via certified mail to the initial reporter for additional details of the event and for the return of the suspect device for eval. As of this date, we have received no response to our request. We are providing this report in order to meet the 30-day mandatory reporting requirement.